Event description:
Anterior lateral interbody fusion at l5-s1 with off label "infuse" used with "peek" cage (rather than lt cage). Continued to have bilateral leg, buttock, and hip pain with radicular symptoms.